Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any add'l details become available.

Event description:
The facility reported a pump that turns itself off. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No add'l info is available.